Event description:
Customer reported autolinking issues between 4 organization. Although this issue is not a safety issue for this customer (due to workflow, it is a defect that might lead to safety issue in other sites; where the workflow is relying on auto-linking behavior. Investigation is in progress.